Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent high glucose readings following a meal, with fingerstick values escalating to a reported maximum of 556 mg/dl despite automated correction attempts; troubleshooting included visual confirmation of drops from the infusion set, discovery during a site change that the long tubing was not attached to the connector, identification of bubbles in the cartridge, and multiple full supply changes with relocation of the infusion site away from scar tissue. Symptoms included hyperglycemia and patient anxiety. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no definitive findings, with insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.